Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 350cc smooth mentor memorygel breast implant on the left, and an unknown mentor gel breast implant on the right, has experienced postoperative left-sided implant rupture and bilateral capsular contracture, baker grade unknown. Rupture was confirmed by ultrasound. As a result, the patient underwent replacement with 415cc smooth mentor memorygel breast implant, catalog # shpx415, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant.